Event description:
It was reported that during treatment with a prismaflex m100, air bubbles were observed in the arterial catheter adapter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for investigation. However, photos were provided. The visual inspection observed air bubbles in the return line. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.